Manufacturer narrative:
The reported event of iui corrosion on pcu was confirmed after a review of the site visit report. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No definitive root cause was determined for this issue, however based on reported of un-approved cleaners being used it does appear to be unapproved cleaning techniques.n/a additional comments: null additional comments 2: a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a site visit the customer reported iui corrosion. It was reported clinical staff indicate they might wipe the iui connectors with the pdi super sani cloth wipes. It was noted the facility had a variety of third party parts including iui connectors. There is no report of patient involvement.

Manufacturer narrative:
The reported event of iui corrosion on pcu was confirmed after a review of the site visit report. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No definitive root cause was determined for this issue, however based on reported of un-approved cleaners being used it does appear to be unapproved cleaning techniques.n/a additional comments: null additional comments 2: a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a site visit the customer reported iui corrosion. It was reported clinical staff indicate they might wipe the iui connectors with the pdi super sani cloth wipes. It was noted the facility had a variety of third party parts including iui connectors. There is no report of patient involvement.